Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6., d.7., g.1., g.3., h.6. Corrected data: d.2., g.5. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "since I say the allergan news about the recall, I am out of control with my diet, I had an episode of depression where I almost died and also suffered a stroke losing 30% of my brain."; these issues are not device related. Healthcare professional later reported the event of calcifications and patient later reported inflammation and disappointment. Treatment with nsaids and corticoids was given.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, encapsulation and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Patient reports left side "pain¿, ¿keloids in breast¿, ¿still in pain¿, breast is "swollen¿, ¿looks like my chest is going to explode¿, ¿nodule was diagnosed¿, ¿lump¿, ¿serious pain¿, and ¿a pouch above the scar¿. Additionally, patient reported cyst, fold and slightly sagging. Patient additionally reported "since I seen the allergan news about recall, I am out of control with my diet, I had an episode of depression where I almost died and also suffered a stroke losing 30% of my brain". These issues are not device related. Healthcare professional later reported the event of calcification and patient later reported inflammation and disappointment. Treatment with nsaids and corticoids was given. The device has been explanted.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side "pain¿, ¿keloids in breast¿, ¿still in pain¿, breast is "swollen¿, ¿looks like my chest is going to explode¿, ¿nodule was diagnosed¿, ¿lump¿, ¿serious pain¿, and ¿a pouch above the scar¿. Additionally, patient reported cyst, fold and slightly sagging. The device has been explanted.